Event description:
On (B)(6) 2026, the patient reported that infusion set tape was not sticking due to bad adhesive.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.